Event description:
A discordant elevated troponin I result was obtained on a heparinized patient sample. The result was reported to the physician who questioned the result. The sample was re-run on an alternate instrument and a lower result was obtained. The lower, negative result was confirmed on a serum sample on the original instrument. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.